Manufacturer narrative:
All buttons functioned properly. However, insulin pump had moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was sticking. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 153 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.